Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 455 mg/dl and insulin injections were delivered to address the bg level. The customer changed the cartridge, infusion set tubing and site.